Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the haptic was straight in the bag after implantation. The surgeon removed and replaced the iol in the same procedure. In a follow up, the surgeon explained that after the iol was implanted into the bag, it was observed that the leading haptic was 90 degrees angled towards the anterior chamber and was pushing the iris. While explanting the iol, the patient experienced a posterior chamber rent. The surgeon reported an other lens was implanted in the sulcus to complete the procedure. The event resolved following the procedure. The surgeon indicted the use of an incorrect injector and viscoelastic during the implant procedure. Additional information was requested and received.

Manufacturer narrative:
Evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used; however, with an unapproved injector and an unapproved viscoelastic. Not enough information was provided to conduct a review of on cartridge lot. The root cause is most likely related to a failure to follow the manufacturers directions for use. The account used an unapproved injector and an unapproved viscoelastic. The use of unapproved products may result in lens delivery difficulties or lens damge. There hav been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).